Event description:
The customer alleged damage to a stryker light cord that bonded to the tyvek pouch after it was processed in the sterrad 50 unit. There was no report of injury to a patient or a healthcare worker.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.